Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer tested her blood sugar at bedtime and obtained a normal range yet administered an unk amount of insulin. During the call to customer support, it was determined that the integrity of the test strips she was using fell within an acceptable range. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.